Event description:
Healthcare professional reported left side rupture, pain, and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device to be underweight, a curved opening on the radius, red particles on the shell and gel, fold creases, and a wear abrasion. A microscopic analysis was performed which identified four striated openings on the radius and the anterior, and a sharp crease opening on the posterior. Based on the device analysis the final assessment is: - four striated openings on radius and anterior assessed as surgical damage. - a crease sharp opening on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture, pain, and capsular contracture, baker grade IV. The device has been explanted.